Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73b1700269 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the staples are easy or to loose during suturing the wound. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The staples appear to be properly align ed. The stapler was returned with 22 staples left in the cartridge indicating that at least 13 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was able to properly form and release. This was repeated two times with the same result, but the trigger got stuck on both attempts. The device was disassembled and it was found that the cover block was partially detached from the trigger which caused the trigger to get stuck. The cover block was manually reattached to the trigger and the stapler was reassembled. The remaining staples were all able to fire properly and the trigger never got stuck again. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fried into the foam were able to be properly applied. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "staple easy to loose during using" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the stapler from functioning properly as the trigger would occasionally get stuck during functional inspection. Once the cover block was reattached to the trigger, the stapler functioned properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Therefore, the root cause of this complaint could not be determined.

Event description:
It was reported that the doctor found the staples are easy or to loose during suturing the wound. There was no reported patient injury.